Event description:
The customer reported via phone call inidicating that the insulin pump alarm button error. Customer's blood glucose was 173 mg/dl. The customer was advised that insulin pump would be replaced and revert to a back up plan.

Manufacturer narrative:
No button error alarm was noted. However, the pump had intermittent down arrow button response due to moisture damage on the keypad traces. The pump also had cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.